Event description:
It was reported that after performing a factory reset of the ilet pump, the user experienced fluctuating glucose levels with a reported high of 300 mg/dl and a low of 56 mg/dl; the agent assessed that the reset prompted the system to recalibrate dosing and provided troubleshooting and education, including oral glucose for the low and arranging additional training. Symptoms included hyperglycemia and hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a device problem or a specific component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.